Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber is broken at proximal side of fiber/glass cap fusion zone at the uv glue zone; the fiber core is fracture at a different location at distal side of fiber/cap fusion zone; the glass/metal cap are detached and not returned; the fiber proximal to fracture can rotate independently of outer flow tubing; the outer flow tubing exhibits mild contamination, likely biologic; fiber directional indicator (blue arrow) is partially erased. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, there was a "rupture of the metallic tip" at 274,000 joules and 33:32 minutes of use. It is not known if the fiber tip (cap) was cleaned during the procedure. A second fiber was used to complete the procedure. Patient outcome: "no injury was reported."